Event description:
The customer reported to beckman coulter (bec) that a sample run on their coulter hmx hematology analyzer with autoloader gave differential r flags on the initial run. The erroneous results were not generated. The customer confirmed the flagged results were correct by rerunning the affected samples and getting unflagged results and/or performing a manual differential. Results matched in each instance; however, printouts were not provided by the customer. No death or injury is associated with this incident and there were no changes to patient treatment. The customer troubleshot the differential flagging issue and removed tubing from port # 11 on the bsv (blood sample valve) to bleach the line, but could not reconnect the tubing and requested service. R - instrument-generated flag; review the result according to your laboratory's protocol. When editing parameter results, this flag requires special handling. Any parameter derived from an r-flagged parameter cannot be recalculated until the parameters with the r flags have been edited

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found the actuator on pinch valve (pv27) was sticking. The fse replaced the pv27 and its actuator and the tubing in the pinch valve to resolve the differential flagging issue. The fse also replaced the sample line from port # 11 on the blood sample (bsv) to the mix chamber. Following the repair, the fse ran a startup and quality control (qc); all results were within specifications. The fse also ran several samples and all appeared normal. Failure mode was attributed to pinch valve pv27, its tubing and actuator. (B)(4).